Manufacturer narrative:
H10: additional information was received, that no malfunction occurred on (B)(6) 2022 and hence this record will not be considered as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H10: d4 (expiry date: 08/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, the device allegedly had a leak. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device not returned.

Event description:
It was reported that during a port placement procedure, the device allegedly had a leak. It was further reported that the port was removed. There was no reported patient injury.